Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.

Event description:
Reporter stated the customer experienced hyperglycemia of up to 23.0 mmol/l despite changing the infusion set several times, and she believes the infusion device did not correctly provide an error message to indicate a delivery issue. She had symptoms of vomiting, "seizures of the arms and legs", and increased thirst. She was transported to the hospital by ambulance and received unknown treatment to normalize her blood glucose. The alleged product cannot be returned for evaluation due to legal and customs issues.